Event description:
The user initially called animas alleging that the pump emitted recurring loss of prime alarms. The pump was returned to animas. Evaluation revealed that the force sensor flex pins were partially dislodged. This complaint is being reported based on the evaluation results. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
(B)(4).the pump was returned to animas. Evaluation revealed that the force sensor flex pins were partially dislodged. The pump was opened and the display was found to be lifted. The pump history revealed loss of prime events associated with zero force.